Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, on an unknown date, the patient had completed the course of antibiotics and the peritoneal effluent was clear. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day. On an unreported date, the patient was treated with injection vancomycin 1 gram (frequency, duration and route not reported) and injection amikacin 250mg, once daily (duration and route not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.